Event description:
It was stated that the insulin was alarming and shooting out the insulin during the manual prime. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics. Unable to verify the prime anomaly due to the blank display.